Event description:
A consumer implanted for chronic low back pain and spinal pain reported seeing the poor communication screen on the patient programmer (pp), the reposition the antenna screen on the recharger, experiencing poor communication with the pp, and being unable to communicate using the recharger. The last time the implantable neurostimulator (ins) was charged was three to four weeks ago and the consumer thought the ins was overdischarged or the battery was flipped. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.